Event description:
Pt reported that lifechoice failed on a flight from (B)(6) to (B)(6) and that pt's oxygen saturation dropped to 64%. Patient stated that he suspects lifechoice caused stroke during trip. Pt stated that a cerebral incident was identified through testing. Location and date of testing unk. Pt indicated he was 43% lung capacity. Pt stated that his doctor prescribed continuous flow therapy.

Manufacturer narrative:
Other serious (important medical events) selected because it was alleged by the pt that product caused stroke. Based upon conservative measures we are reporting an alleged adverse event because it cannot be determined with 100 percent certainty that the inova labs device caused or contributed to the reported event. A product problem is being reported because based upon the alleged adverse event if it occurs again it is probable that it could cause severe injury. In subsequent communication the pt indicated that the alleged stroke likely occurred in (B)(6) following his return from (B)(6). This contradicts the original complaint statement. During a subsequent meeting between an inova labs representative, the pt, and the pt's wife, they reiterated that the stroke most likely is a secondary symptoms of a cardiac abnormality. The lifechoice product is a pulse-mode device.